Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the implantable pulse generator (ipg) device exhibited a grommet/setscrew problem. The physician was unable to screw the lead into the ventricular connector. The device was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.